Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave hybrid intra aortic balloon pump (iabp) malfunctioned. Fault code 111,112 and 118. No patient harm or injury was reported.